Event description:
It was reported that the patient presented for a follow up visit and a lead warning was discovered. The lead warning showed many high impedance rates although the impedance range was within normal limits. Potential electromagnetic interference was suspected. The lead warning was cleared and the lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.